Manufacturer narrative:
The electrode lot number was requested but not provided. The field service engineer (fse) replaced the sipper tubing, pinch tubing, sipper probe, and the electrodes. He then performed sipper adjustments and bleached the flow path. Ise checks and precision were performed successfully. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of a questionable sodium electrode result for a patient sample on a cobas 6000 c (501) module. The initial result was 149 mmol/l. The repeat result on a second c501 module was 141 mmol/l. The repeat result was deemed correct.